Event description:
The customer reported that she noticed the ett was kind of backing out and needing to be advanced. The customer reported that it was discovered that the cuff pressure was measuring over 60 cmh2o but the cuff didn't seem that full when squeezing the pilot balloon. Based on the info provided there is no indication the recannulation was required. Covidien is attempting to gather further details surrounding the circumstances of this report.